Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a left ventricular assist device (lvad) procedure and this implantable lead was inadvertently cut/fractured and a new system had to be placed. This product was surgically capped. No additional patient complications were reported.